Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specs. The (B)(4) 2012 navilyst med complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "hole distal to suture wing." No adverse trends were identified. The returned catheter was visually examined and was noted to have adhesive tape residue on the extension tubing, suture wind and up to approx the 2 cm mark of the distal catheter shaft. A visual insp confirmed a hole in the catheter shaft just distal (approx 1 mm) to suture wing molded interface. The hole was straight in appearance and oriented perpendicular to the catheter shaft. This is consistent with a catheter that was repeatedly kinked and/or was not completely dry of isopropyl alcohol or acetone based cleansing agents prior to covering during dressing changes. The eval of the returned sample showed no evidence of any mfg or design deficiencies that may have led to the failure mode. Contributing factors for the repeated catheter kinking may be the length of catheter tubing left external from the insertion site, position of the statlock securement accessory too close to the insertion site, and orientation of the PICC suture wing/extension tubes. This is supported by the evidence of adhesive residue that was noted up the to 2 cm mark of the catheter shaft, most likely indicating that this portion of the catheter was under the dressing. Mfg process controls in place for the PICC device includes in-process visual insp for damage or defects, as well as 100% air leak tests and guidewire checks for lumen patency. The vaxcel pasv PICC dfu (directions for use) that is supplied with the reported device provides guidelines, precautions and warnings that should be followed by the end user in order to prolong the usable life of the catheter and to reduce the risk of damaging the catheter. (B)(4).

Event description:
As reported by the end user hosp, a 5f valved PICC device which had been placed in the pt on (B)(6) 2012 was noticed on (B)(6) 2012 to have a hole in the catheter tubing just distal to the suture wing. The catheter was removed and replaced. There were no complications to the pt. The used catheter has been returned to navilyst med. The hosp stated that a similar event had occurred several days prior to this report, but no details nor sample were available.